Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: trial lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient might have lost their controller or it might be in the car, and their stimulation felt a little too much. The patient was advised to decrease stimulation to 0.0 to see if the pain goes away, then slowly turn up stimulation to a comfortable level. The patient's incision area was raw and sore, and they had aches and pains in their buttocks area. Additional information was received one day later. The patient was not tracking due to their spouse throwing their controller out the car window, and they did not have their controller to adjust it. It was noted that last night, the patient's lead came out and it was now hanging on their back. No further complications were reported/anticipated.